Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with vancomycin (2 grams every 5 days, route not reported), fortum (1 gram, once a day, route not reported) and heparin (dose, route and frequency not reported) for the peritonitis. Antibiotic treatment was reported to be ongoing. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).